Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye, nose, and skin irritation; dizziness and/or headache; asthma; kidney disease/toxicity; liver disease/toxicity; lung disease; reduced cardiopulmonary reserve; shortness of breath; chronic diastolic heart failure; chronic respiratory failure, hypertensive heart and kidney disease; pancreatic insufficiency; and pulmonary hypertension. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.